Event description:
It was reported that an interrogation after a MRI scan showed the implantable pulse generator (ipg) device experienced a hard reset. The reset date showed as a date that was prior to implant of the device. The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).